Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump, model# 8637-40, serial# (B)(4) found a gear train anomaly (corrosion and-or wear and-or lubrication). The gear train anomaly/stall was due to the shaft bearing. Residue was identified on the gear shaft of the motor gear train that resulted in motor stalls. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving compounded baclofen 525 mcg/ml at 198,17 mcg/day, hydromorphone 525 mcg/ml at 198,17 mcg/day, and clonidine 150 mcg/ml at 46,62 mcg/day via an implantable pump for pain. It was reported that during normal use there was a motor stall that occurred with no possibility to reprogram the pump. Logs of the pump were read and confirmed the motor stall. It was reported that the patient did experience withdrawal symptoms. There were no reported environmental/external/patient factors that may have led or contributed to the issue. The pump was explanted and replaced. It was reported that the issue was resolved at the time of this report and that the patient status was alive ¿ no injury. No further complications were reported and/or anticipated. The patient¿s medical history included ehlers-danlos, complex regional pain syndrome (crps), and failed back surgery syndrome (fbss).